Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. The customer reverted to manual injections for insulin therapy.